Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered 15 grams of carbohydrates into the bolus field and instead 15 units of insulin was delivered. There was no reported adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and request for the pump data logs to be updated; however, the customer did not respond. No additional patient or event information was available.